Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture threshold values. Additionally, the associated pacemaker was exhibiting low amplitude measurements. The following day, post-implant, the pacemaker exhibited low frequency, and was unable to keep the heart's rhythm, and the patient was bradycardic. A test was performed, which showed high pacing thresholds with this rv lead. Surgical intervention was performed to reposition the lead, which was successful as the values returned to normal. The following week, the threshold values had increased again. An x-ray was performed, which confirmed that the lead had dislodged. An additional surgery was performed to reposition the lead, with stable values observed at the end of the procedure. It was noted that a recommendation was made for the physician to keep the patient's arm immobilized. Two days later, the patient was bradycardic again. Another test was performed to check the threshold values, which showed that they had increased again. This time there was no evidence of lead dislodgment; therefore, the physician elected to replace the lead, and the pacemaker. No additional adverse patient effects were reported. This device is expected for return.